Manufacturer narrative:
It was reported that the controller ac adapter would cause a power disconnect alarm despite a secured connection. The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection and functional testing. The reported event could not be confirmed; the controller ac adapter was able to provide power as expected. Based on the available information, a possible root cause can be attributed to an intermittent connection between the controller and controller ac adapter. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a power disconnect alarm even when the controller ac adapter was well connected. The controller ac adapter was exchanged without reported consequence to the patient.